Manufacturer narrative:
It was reported the ics rebooted. The draeger technical service representative went on site and verified the reported issue. The hard drive was replaced and there have been no further issues reported. The customer did not want to release the hard drive due to confidentiality of the contents. Without the hard drive returned for detailed analysis, precise root cause could not be determined. If an ics reboots, monitoring continues at the m300 patient beside monitor. The m300 will continue to monitor/alarm and show an offline banner. If the ics does not boot up, this will be obvious to the user as the functionality of the ics will not be available.

Event description:
The customer reported the ics rebooted, and went directly on prompt page where you need to login with ¿¿smsuser¿¿. After the biomed launched the central, everything went back to normal. 5 minutes later ics for m300 screen went black, biomed had to press on off button to start it back, at the same time ics for monitors did a reboot. Both centrals resumed working and no other issues were noted.

Manufacturer narrative:
The investigation has started but has not yet been concluded. The results will be published in the follow up report.

Event description:
The customer reported the ics rebooted, and went directly on prompt page where you need to login with ¿¿smsuser¿¿. After the biomed launched the central, everything went back to normal. Five minutes later ics for m300 screen went black, biomed had to press on off button to start it back, at the same time ics for monitors did a reboot. Both centrals resumed working and no other issues were noted.